Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that intermittent occlusion alarms occurred. The customer's blood glucose ranged around 200 mg/dl. Systems check was performed with tandem technical support and no issues were identified. Reportedly, the customer cleared the alarm and continued to use the pump for insulin therapy.